Event description:
Reporter alleged the lancet needle will not retract in the softclix lancet system. One accidental finger-stick was reported. The customer reported no treatment. The location of the testing was not provided. A request was made for the return of the suspect device and replacement product was sent.